Manufacturer narrative:
Additional information: h3: device evaluation: lens returned in a micro-centrifuge vial with moisture. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -12.0/+2.5/091 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a longer length lens due to low vault and lens rotation . This exchange resolved the problem.